Event description:
Immediately opened hand podiatry pack and saw a hole or package integrity issue. It appeared to be a hole, but also something black melted into the pack itself. Outside package was fine. Hand podiatry pack, sop40hpbhc, manu: 2024-10-14, manu: cardinal health, lot# 377061, exp. 2027-05-01.